Manufacturer narrative:
Na

Event description:
A pacemaker dependent patient received an inappropriate hv therapy due to noise on the rv lead. The patient presented to the physicians office not feeling well. Noise on the rv lead consistent with a fractured filar or a make-break connection was observed. The sense/pace portion of the lead was capped, and will not be returned. The defib portion remains active.